Event description:
Customer passed out and stated she "feels woozy and every thing went black and she fell out." Customer recovered right away and had a reading of 139mg/dl. Daughter gave her some orange juice for her treatment.

Manufacturer narrative:
The customer's product has been returned. A follow-up report will be completed once the investigation results are available.